Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar, mislabeling discrepancies/product mix-up, incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 3.25x08mm nc trek rx box was pulled from the shelf. Upon opening the box, an unopened, sterile, mini trek (1012270-08, lot 30713g1) was inside the box. Reportedly, it is unknown if the box was previously opened. There was no patient involvement and no clinically significant delay in procedure. Another same size nc trek was pulled from the shelf and used successfully in the procedure. There was no additional information provided.